Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). On (B)(6) 2017, it was reported that the device would not grab a carrier and the ratchet was missing a screw. On february 6, 2017, it was clarified that the issue occurred (B)(6) 2017 during surgery where the mesher was not functioning and feeding the skin graft carrier. The harvested graft was usable due to the graft being improvised by the doctor so an additional graft did not need to be taken. The blade was placed properly for use and the dermacarrier was at room temperature during use. Another device was not used because the facility only has one mesher available and there was no adverse event associated with the failure. There was no extension or delay to the surgical procedure and there was no harm or injury to the operator. The surgical technique for the device was not utilized due to the mesher was unable to feed the skin graft carrier. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Skin graft mesher, serial number (B)(4) was manufactured on october 9, 1996, is over 20 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that the comb was dented and the roller end was rolled over. It was also noted that the device was missing set screws from the ratchet and ball detents. The calibration and sample mesh could not be tested with the damaged comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, worn bushings, damaged comb, gears, and repaired ratchet. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device would not grab a carrier and the ratchet was missing a screw¿ was confirmed since during initial inspection the device had a bent comb and the screws were missing from the ratchet and ball detents. The root cause of the device not grabbing the carrier and having missing screws cannot be specifically determined with the provided information. The issue was resolved with the replaced the roller, bushings, comb, gears, and ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4) was repaired, tested and returned to the customer.

Event description:
It was initially reported that the device won't grab the carrier and ratchet was missing screw. Initial assessment of the returned mesher revealed the comb was damaged. No adverse events have been reported as a result of this malfunction.